Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that the patient faced occlusions during bolus delivery. The patient received fiasp insulin. This remains in ypsopump for approximately two days. The infusion set was changed for every 2-3 days. Insulin was warmed to room temperature for approximately 30 minutes. The insulin was placed in the abdomen and changed regularly. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h11: investigation summary. The information of this complaint has been evaluated. Since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance product trends and malfunction. If any trends picked up, this would have flagged on the trips and alerts according to the market quality review (mqr) procedure.

Event description:
To date no additional patient or event details have been received.